Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, component d16 on the interface board was found to have failed causing missing led segments as well as a segment that is always illuminated. The battery was also found to have low voltage as it no longer charges to an acceptable voltage. The battery and interface board were replaced and the unit functioned as designed.

Event description:
It was reported that the rad-87 display has a segment on the 7-segment display that remains illuminated. No known impact or consequence to patient.